Event description:
Plastic tip of resectoscope broke off in a patient while undergoing a transurethral resection of prostate. Plastic piece retrieved under direct vision. No injury to patient. The tip of the inner sheath of the first resectoscope broke. This happened not during active resection but a "crack" was heard after irrigation was started when the sheath was replaced post draining chips from the bladder. A second resectoscope also had a crack noted at the end of the case but no crack was heard and time of breakage was not visualized. Nothing was retained in the patient. Product returned to the sterile processing department to return to vendor. FDA safety report ID # (B)(4).